Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. It was reported that patient underwent mesh revision on (B)(6) 2008 - (B)(6) 2008 - (B)(6) 2009 and removal on (B)(6) 2009 all due to extrusion and erosion, recurrence and pain. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3037962 and product code tvts4.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and avaulta posterior, avaulta interior, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.